Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after a device changeout procedure, the right ventricular lead was noted to have oversensing which caused inhibition of pacing noted on telemetry. During the lead revision procedure, the lead was noted to have visible signed of the lead unraveling in the silicone. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.